Event description:
Additional information was received from the patient. Information that had already been reported was mentioned. They then reported that they were told that they would be contacted 7-14 days from revision surgery, but patient still hasn't received a call. Patient thought that the manufacturing representative that was present during the revision surgery was supposed to be the one to call to check in. Patient confirmed there was no therapy issue. Patient mentioned that the surgery was just as painful as the initial implant surgery and the recovery is exactly the same. Patient saw doctor today and was advised that they should not work/do not any lifting for 6 weeks. Patient stated they have not had any major trauma. Patient mentioned when they first had the implant put in, it had to be adjusted and go to the doctor's office several times and then it was working great. The lead revision happened on (B)(6) 2022. Patient added that another potential cause was that a patient grabbed him.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2fupa, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2fupa , implanted: (B)(6) 2021, explanted: product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt said, because all their medical symptoms came back, they were put on a different program and they experienced increased vibration even when stim was set low and shooting pain happened down their right leg. Patient noted that they had an x-ray around september 1st. Pt said they saw their doctor about 2 weeks ago and found out their lead moved 2cm, their lead migrated, it has to be fixed and they have to have a lead revision surgery. Pt was calling today to find out if insurance normally covers the cost of lead revision surgery. Pt said they are having anxiety because they do not know and the insurance specialist at the doctor's office is not helpful and the nurse has not called them back yet. Recommended pt continue working with their doctor's office and their insurance company to find out their coverage information.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fupa serial# implanted: (B)(6) 2021,explanted: "(B)(6) 2022, product type lead.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.